Event description:
Reportedly the pt underwent an open gastric procedure in 2003. In 7/2003 the pt had a coughing spell. In 07/2003 the pt was brought back to the hospital for a dehiscence caused by the suture breaking. The pt was resutured without incident.